Event description:
The complainant reported the rotator of the hpc480 broke apart.

Manufacturer narrative:
Device evaluation: the subject device was not returned for evaluation. Therefore, the complaint could not be confirmed. No lot number was provided so the device history record could not be reviewed. The root cause of the malfunction was attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Method - actual suspect device was not returned, lot number was not provided.